Event description:
Report received from an international affiliate of a leak of chemotherapy. The report stated. "An ambulatory, alert, oriented homecare pt experienced a break in a tubing set resulting in a chemotherapy spill. The set broke at the junction of the cassette and tubing proximal to the pt's central line site. The pt returned to the hosp and was seen by a nurse. The IV bag and IV set were changed. No other intervention was reported. The pt did not report any untoward affects following the chemotherapy spill and was returned home. The pt's therapy was interrupted for approx half a day. The medication was fluorouracil in a continuous drip of 12ml in 24 hours (0.5ml/hr). Since returning home, the pt has not reported any other post consequences following the incident." Upon further query, the following info was provided: it was reported that the chemotherapy agent came in contact with the pt's skin. Though requested, no other info was provided.

Manufacturer narrative:
The customer indicated that the device was discarded. A representative sample from the same lot is expected to be returned for investigation. It has not yet been received.